Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The dates of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿safety of transvenous cardiac resynchronization system implantation in patients with chronic heart failure-combined results of over 2,000 patients from a multicenter study program.¿ j am coll cardio l 2005;46:2348 ¿56. Doi:10.1016/j.jacc.2005.08.031. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable crt systems. According to the article, ¿the purpose of this study was to evaluate the safety of implanting a cardiac resynchronization therapy (crt) system.¿ multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there were patient deaths, inappropriate shocks, oversensing/noise, electromagnetic interference (emi), lead dislodgement, elevated pacing thresholds/failure to/loss of capture, muscle stimulation-diaphragm, cardiac/cardiac vein/coronary sinus (cs) perforation or dissection, arrhythmias (af/vt/vf/junctional), heart block, cardiac perforation, pocket infection, hemo/pneumothorax, pocket pain/seroma/hematoma/shoulder pain/discomfort, hypotension, heart failure decompensation, and thrombosis were noted in the article. Of note, there was no known discernible/specific patient complications available at the time of this report. There was noted medical/surgical intervention taken. The status/location of the systems is unknown. The article concluded that ¿transvenous crt system implantation appears safe, well-tolerated, has a high success rate, and improves with operator experience and the addition of new technologies.¿ further follow up did not yet yield any additional information and any additional information pertaining to the cause of death and the system-relatedness has been requested and not yet received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based journal literature and the subsequent information obtained through follow up. Please note the initial regulatory report for this complaint was submitted in a timely manner on (B)(4) 2017 under manufacturing report 2182208-2017-01435; however, the incorrect reportability was reflected. Additional information was obtained through follow up which indicated that the reportable information (product malfunctions/serious adverse events) has been previously reported through the appropriate channels to the food and drug administration (FDA). Consequently, a supplemental report redacting this report should be considered. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the company representative (cr) who was also a co-author of the article. The cr indicated that all adverse events/product problems were reported through the appropriate channels. No further patient complications have been reported as a result of this event.